Manufacturer narrative:
Screw model#: gm-200-10, gm-200-14, gm-200-18, gm-200-22. Screw lot #: 14656-028, 14656-030, 14656-032, 14656-034. Eval summary: an eval of the locking bone screws of the same lot #s listed above revealed that the osteo-wedge screw threads do engage into the threaded portion of the plate. The screws are fully functional as described in our 510(k) as a low profile function device-meaning the screws are flush with the plate. Physician training includes slide show presentation, which show locking screw heads are flush with plate (not countersunk). Screws: (B)(4) 2012.

Event description:
Osteo-wedge was removed on (B)(6) 2012 due to screw heads pulling through the plate/loosing in two spots. Both outer proximal screws had loosened form the plate, leading to pain in the pt. The doctor removed the plate and all 6 screws and subsequently replaced the osteo-wedge device with a different medical device (different MFR) and 10 screws.